Event description:
A customer reported that they were unable to use their freestyle flash meter as the display screen had frozen. The meter was returned and through investigation was found to exhibit the memory overwrite malfunction. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
Complaint confirmed. Tested returned unit. No manufacturing parameters found out of spec and return renate battery voltage could be recorded as meter turn on. Return batteries gave a voltage of 3.030v. Did observe battery icon or booklet icon while strip was inserted. Did not observe strip code. However, uom was selectable and was rec'd at mg/dl. Log #'s 015 and 0300 were observed in the error log indicating battery droop. Meter is operable. Customers and retailers have been informed through the fa16may2006 letter.